Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00042: case 1; 3025141-2019-00043: case 2; 3025141-2019-00045: case 4.

Event description:
With use of an acutrak 6/7 screw, there was radiological nonunion. Revision surgery was performed. Case 3. From: article: headless compression screw fixation prevents symptomatic metalwork in arthroscopic ankle arthrodesis. Odutola, adekoyejo a.; sheridan, barnably d.; kelly, andrew j. Foot and ankel surgery 18 (2012) 111-113.